Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl and they lost consciousness. The customer alleged that pump alerts are not audible; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Customer¿s colleagues provided carbohydrates and transported them to the emergency room. Customer was treated with orange juice and intravenous fluids of saline and glucose, was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
H6 (remove 4613, add 4614).